Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the curved tefcor movable core wire guide tip would not respond to the handle during testing, and the coil was later found to be elongated near the tip. It did not make patient contact, and the procedure was completed with another device. There were no injuries or additional procedures reported.